Event description:
It was reported that during a procedure through the right upper arm fistula, the balloon was allegedly difficult to inflate. It was further reported that post procedure, the balloon was difficult to deflate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device appeared clean and come along with the hoop and stylet. No other specific anomalies were noted. On the functional evaluation, the guidewire lumen of the catheter was flushed using an in-house syringe and water was able to successfully exit out of the distal tip then the in-house guide wire has been inserted into the distal tip and exited without any issue. On further the balloon was inflated using an in-house presto inflation device and the balloon was able to maintain pressure and shape without any issue then the balloon was deflated successfully. The balloon deflated within 28 seconds, which is below the maximum deflation time of 35 seconds in (B)(4). Under the microscopic observation ,the inflation ports were collapsed and the glue bullet was not properly seated at the proximal glue bullet joint. Therefore the investigation for the reported inflation issue has been unconfirmed as the balloon was successfully inflated and thus maintains the uniform shape and pressure. The investigation for the reported deflation issue was also unconfirmed as the balloon was deflated successfully without any issue. A definitive root cause for the reported inflation issue and deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a procedure through the right upper arm fistula, the balloon was allegedly difficult to inflate. It was further reported that post procedure, the balloon was difficult to deflate. The procedure was completed using another device. There was no reported patient injury.